Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not deploy. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the delivery device was returned alone. The seal and the loading device were not returned. The green slide lock and the white plunger were depressed on the delivery device. The device was bloody. Based upon the received condition of the device, the reported complaint, "the seal did not deploy" could not be confirmed due to insufficient evidence. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).